Manufacturer narrative:
A specific root cause could not be identified. The field service representative found there were liquid level detection (lld) errors and the sampling position was out. He replaced the tubing to the probe, replaced the syringe seals, and adjusted all sample positions. He ran performance testing which was acceptable. Based on the frequency of the alarms in the provided analyzer alarm trace, a pre-analytical issue was possible. This might have been caused by the fact that no tube inversions were done which are needed to mix the anti-coagulants with the whole blood after draw. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys probnp ii immunoassay results for several patients. The customer was alerted to the issue by a comparison study with a non-roche point of care (poc) instrument in their clinic. After testing on the poc instrument, they would take additional sample and test it on the cobas e 411 immunoassay analyzer. Two general examples were provided as a result from the poc device in the clinic of approximately 900-1000 pg/ml and results of 14 pg/ml and 34 pg/ml from the cobas e411. As these results did not match the poc device, they repeated the samples on the cobas e411 and the results were 724 pg/ml and 1800 pg/ml. Specific data was provided for three patients. Patient 1 result from the poc device on (B)(6) 2017 was 1090 pg/ml. On (B)(6) 2017, the result from the cobas e411 was 32 pg/ml. Due to the discrepancy, the same sample was repeated on the poc device and the result was 975 pg/ml. Patient 2 result from the poc device on (B)(6) 2017 was 1390 pg/ml. The same sample was tested on the cobas e411 with a result of 16.94 pg/ml. Patient 3 was a female. The result from the cobas e411 on (B)(6) 2017 was 14.54 pg/ml which was considered erroneous given she has heart failure. The repeat result from the cobas e411 using the same sample was 743.4 pg/ml and was believed to be correct. No poc device result was provided for this patient. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number was 209223. The expiration date was requested but was not provided. Review of the provided qc data found results were within ranges. However, precision issues were noted. The analyzer alarm trace contained multiple errors related to insufficient sample volume or a clot.